Event description:
Per the clinic, the patient experienced a loss of osseointegration in "early spring" of 2012 (exact date not reported), resulting in fixture loss. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.it is unknown if there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient never experienced a loss of osseointegration; as previously reported. The implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)